Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. Our quality engineer reviewed the provided photo and observed that the country of manufacturing was wrong. Both packages should have stated made in mexico. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a packaging issue. An investigation was opened by the manufacturing facility to correct this issue. Bd has issued CAPA 1874212 regarding the incorrect country of origin on the shipper label and is currently in the effectiveness review stage. H3 other text : see h10.

Event description:
It was reported that the outer box information stated "made in USA", while the bd introsyte-n¿ packaging stated "made in mexico". The following information was provided by the initial reporter: "I recently obtained a box of this product 384021, lot # 0164202. Visually inspecting it, the outer box states "made in USA". When I opened the box and looked at an individually packaged needle, it states "made in mexico". Lot numbers match on both inner and outer packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the outer box information stated "made in USA", while the bd introsyte-n¿ packaging stated "made in (B)(6)". The following information was provided by the initial reporter: "I recently obtained a box of this product 384021, lot # 0164202. Visually inspecting it, the outer box states "made in USA". When I opened the box and looked at an individually packaged needle, it states "made in (B)(6)". Lot numbers match on both inner and outer packaging."